Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation received. Pfs alleges pain, discomfort and inflammation. In addition, patient also experienced friction and wear between cobalt-chromium metal head and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles released into patients blood and tissue and bone surrounding the implant. There is no medical records and laboratory values provided. Patient is bilateral.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI:(B)(4).

Event description:
Ppf alleges metal wear/metallosis and loosening of stem.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
Update jul 06, 2017: medical records received. In addition to what was previously alleged, pfs alleges difficulty walking, trouble performing daily activities. After review of medical records for MDR reportability, it was stated that the patient was revised to address pain, elevated metal ions with possible metal on metal reaction. Revision notes reported an inflammatory tissue in the trochanteric bursa, heterotopic bone along the anterior femur, a small amount of clear yellow fluid in the pseudocapsule, fibrous tissue behind the metal liner, and black debris on the trunnion. Product codes and lot numbers were provided. This complaint was updated on jul 14, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.